Event description:
It was reported that upon interrogation post implant operation, the pulse generator exhibited false premature elective replacement indicator. A software download was performed successfully and the diagnostics were cleared. The patient had received an external cardioversion prior to the event. The patient would continue to be monitored.

Manufacturer narrative:
.